Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain 101 (night drain cycle one) alarm. This alarm occurred in the therapy initiated on (B)(6) 2014 at 07:37:59. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The device received functional testing and a visual inspection. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.